Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 multiple pockets were failed. A field service engineer replaced the tray and identified a muscle wire fault in row a tray, also replaced it, reestablished all tray connections and proactively replaced the drawer controller and pyxibus module controller (pmc). All relevant tests passed in hardware test application (hta), and the customer was able to access the storage space without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 multiple pockets were failed. Customer was able to recover the drawer through a lengthy process. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.